Event description:
A malfunction alarm with code malf 16 was reported. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and it was decided to replace the pump as the malfunction code recurred after resetting. Meanwhile, the customer was instructed to use an alternate form of insulin therapy through multiple daily injections (mdi). Technical support confirmed the shipping address for the replacement pump and provided instructions on how to store the current pump before returning it within 10 days using a prepaid label.